Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. The patient developed respiratory distress a few minutes after treatment started. Treatment was stopped and the patient was administered an antihistamine which resolved the symptoms.